Event description:
Customer reported an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed dirt from the camera lens. System operates as intended.